Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (product code: enc453712, lot number: 8878726) was impeded in distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31471112) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 30-jan-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The 10 minutes surgery prolongation did not result in patient adverse consequences.

Manufacturer narrative:
Manufacturer ref# (B)(4) . Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (product code: enc453712, lot number: 8878726) was impeded in distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31471112) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 30-jan-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The 10 minutes surgery prolongation did not result in patient adverse consequences. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the concomitant delivery wire was stuck inside the microcatheter. One flattened condition was found from 10.9 cm to 13.0 cm. These measurements were taken from the distal end of the microcatheter. No additional damages were noted. The device was inspected under x-ray imaging, and no damage was noted between the concomitant enterprise system and the microcatheter. The concomitant enterprise system was attempted to be retrieved from the microcatheter; however, high resistance was met. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and internal actions related to the reported complaint condition were identified. The customer complaint is confirmed based on the flattened condition on the distal section of the microcatheter. According to risk documentation, a damaged microcatheter is a potential failure mode that can result in the inability to deliver therapeutic device to desired location. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.